Event description:
It was reported that catheter fracture occurred. A renegade hi-flo kit was selected for use in the liver. During unpacking, the catheter surface was flushed/ carrier tube was hydrated prior to removal from carrier hoop for 5 minutes. A resistance was felt during catheter removal and re-flushing with saline was done. However, it was noted that the proximal end was fractured and could not be used anymore. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the renegade hi-flo microcatheter was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The device showed stretching and a fracture located 6.4cm from the hub. There were 2 kinks on the device located 123cm and 131.4cm from the hub. The device was not completely separated, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that catheter fracture occurred. A renegade hi-flo kit was selected for use in the liver. During unpacking, the catheter surface was flushed/ carrier tube was hydrated prior to removal from carrier hoop for 5 minutes. A resistance was felt during catheter removal and re-flushing with saline was done. However, it was noted that the proximal end was fractured and could not be used anymore. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.